Event description:
Caller alleges that the combo insulin pump is not delivering insulin accurately. Her blood glucose has been high. When blood glucose did not go down after using pump and giving boluses, she disconnected and used her humalog shots to treat elevated readings. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.